Manufacturer narrative:
An internal analysis on similar complaints received (intra-op breakage of some beaters-positioners-aligners) indicated that the welding process of delta cup beaters, code #9057.20.555, may have been performed sub optimally on 12 lot # (provided by the same supplier), leading to reduced mechanical strength of the device and possible breakage during impaction, when the instrument is subjected to repeated multi-axial stresses. The lot# of instrument involved in this complaint is one of the 12 lot# mentioned above. Limacorporate decided to activate a recall of all these 12 lot# of instruments provided by the same supplier. This is also a preventive action because, at the moment, limacorporate received similar complaints only for some of the above mentioned 12 lot#. Six (6) of the 12 lot# reached the us market; the related recall notice was sent to FDA on 08th of september 2017 and the recall action is ongoing in the us market.

Event description:
Intra-operative breakage of top part (flange) of the inserter during impaction of the acetabular cup. Estimated number of usages of the handle not known. No reported consequences for the patient/surgeon. Event occurred in (B)(6).

Manufacturer narrative:
We will submit a final report once the investigation will be completed.

Event description:
Intra-operative breakage of top part of the inserter (model# 9057.20.555, lot# 2016ag02j) after impacting the acetabular cup. Estimated # of uses of the handle not known. No reported consequences for the patient. Event occurred in (B)(6) on (B)(6) 2017.